Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were noticing that the ins was charging slower and slower and that it was taking longer to get the ins fully charged. Pt inquired about the ins longevity; reviewed requested information with the pt; also reviewed eri/eos messages and expected time-frames. Pt stated that they noticed this toward the end of last year. Pt stated that they tried to find a new managing healthcare provider (hcp), however the doctors in the huntsville area do not work with the device; pt stated that they were told that if the ins needed to be changed or something went wrong with the device, that pt would have help finding a hcp for the device. No symptoms/patient complications reported.